Manufacturer narrative:
Findings: pump received with intermittent esc button response due to flattened button dome switch. Pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer tried to clear a no delivery alarm but the buttons did not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.